Event description:
A customer reported that the system went from sculpt mode to vitrectomy mode after a warning of high pressure leak during surgery. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).